Event description:
Patient reported that tested bg on ss meter in the morning prior to eating and got a reading of 94 mg/dl. Approximately 1 hour later, bg was tested at doctor's office on a hcp meter and got a reading of 285 mg/dl. Pt said had a headache at the time tests were done. No other symptoms were reported. Lfs rep reviewed proper cleaning of meter and usage of control solution and educated patient on proper comparison of meter/meter and meter/lab. There was no allegation of harm.